Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer reported that the patient's problem was not really constipation, even though they were occasionally so. The patient often experienced having an accident and couldn't control their bowels. Stool would come out without them noticing beforehand. The problem had not been relieved and the patient was just as housebound as they were before. The patient was very disappointment with the results of the procedure and wanted to have some suggestions if there was anything more to be done or if different adjustments could be made with the controller.

Manufacturer narrative:
New patient code due to additional information.

Event description:
Additional information received from the patient reported that all summer long she had been working on symptom control. She had uncontrollable diarrhea; it was very loose and soft, but not runny and constipation. She called her healthcare provider (hcp) last winter, (B)(6), and saw the hcp at the beginning of (B)(6) 2016. The hcp recommended the patient see an internist about her constipation. She saw the internist on (B)(6) 2016 and was referred to a colorectal specialist. She was sent for a discography test on (B)(6) 2016 and had good results. The patient further mentioned she had missed her plane from having to stop and change clothes, underwear, and clean up. She was very upset and disappointed as bladder and fecal incontinence were the reason for implant. She was also using citrcel for constipation with no change.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0wg4n, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that they had experienced a loss or change of therapy. The patient had the device for bladder and bowel. Since surgery she was constipated. Regarding does the patient feel stimulation, it was noted: yes. The patient stated she feels it every once and a while. Regarding had the hcp (healthcare provider) instructed the patient to keep a voiding diary, it was noted: no. The patient felt stim in the correct area. The doctor told her to leave the stim alone for the first few days. The patient had the device implanted on wednesday. The patient was on program 1 at 1.5 volts and stim was on. The patient stated she doesn't leak after going to the bathroom anymore she just can't go. The patient said with bowel her issue was before implant once she would go it would keep coming. Event date: (B)(6) 2015. On (B)(6) 2015 the patient again reported the symptoms that she reported in the original call and stated that she tries increasing stimulation but it doesn't help. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Indication for use was noted as: fecal incontinence.